Manufacturer narrative:
Date of event was approximated to (B)(6) 2018, revision procedure date, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representative. The implant surgeon is: (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that an advantage fit was implanted during a vaginal hysterectomy, retropubic sling and cystoscopy procedure performed on (B)(6) 2017, for the treatment of stress incontinence. As reported by the patient's attorney, the patient had experienced an unspecified injury. On (B)(6) 2018, the patient underwent cystoscopy and division of urethral sling following previous stress incontinence procedure.